Manufacturer narrative:
The device manufacture date is unk.

Event description:
It was reported that while positioning the vmx mobile x-ray system, the operator was shocked when he came into contact with a malfunctioning high voltage cable. He sustained a muscular problem due to a sudden movement of the arm after the shock. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.